Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance with a low blood glucose (bg) level of 25 mg/dl and loss of consciousness. Cause was unknown. The customer consumed carbohydrates. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.